Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). There is no report of deployment technique problems. The patient presented with a decreased blood pressure and increased heart rate approximately 1/2 hour after arrival to the floor from the cath lab. A retroperitoneal bleed was confirmed by CT scan. Fluids were given and blood studies monitored, but no further intervention was required. The event was resolved with no further complications.